Event description:
Per additional information received; there was no harm done to the patient. There was a reported surgical delay of ten minutes as the surgeon had to bend the plate in another way.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that during a bending procedure of a plate, a little cruciform bit of bending forceps broke off. The bending forceps was used in a normal way. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: a manufacturing evaluation was performed. The bending feature is broken off. Synthes (B)(4) manufactured part number 03.211.005 lot no t959356. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The raw material which was delivered as lot #302777 corresponds to the specifications. The hardness measured at the time of the manufacturing was found to be good. No nonconformance reports were generated during production. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. A review of the device history records was performed and no complaint related issues were found. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.